Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found by visual examination an external insulation abrasion breaching the outer insulation exposing the outer coil consistent with friction to the device can. Located proximal to suture tie impressions. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted with the exception of procedural damage.

Event description:
This report is to advise of an event observed during analysis.